Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. One of the battery tri-cells was depleted. The root cause of the depleted cell was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack and reported that it was producing battery faults.